Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional update was received indicating the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was report the patient stimulation decreases by itself. In turn, a system check was performed that indicate all contacts on the penta lead have high impedance. As a result, surgery may occur to address the issue.